Event description:
Power port was de-accessed and the needle safety cap was retracted. Rn was putting the needle in the sharps container when the needle came out of the safety, and stuck the rn in the left pinky finger resulting in an exposure to the pt's blood and body fluids.

Manufacturer narrative:
Customer has not returned the device to the MFR for device eval. The device was reportedly discarded. Additional info from user facility report: device name: deltec. Type: power pac.